Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one capsule was returned to medtronic for evaluation. The trocar needle was advanced. The capsule electrodes were visually acceptable. As the product was received, the device functioned per specification. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.